Manufacturer narrative:
Manufacturer's investigation concludes that this event was due to device interaction with other devices, within the operational context. Physician follow-up reported that patient is doing well. (B)(4).

Event description:
Account reported that following the treatment of a superficial femoral artery, the minnie catheter was pulled out and met resistance. As it met resistance, 29 cm of the catheter broke off and remained in the artery. The patient required surgery, and underwent a femoral popliteal bypass so that the broken piece of the minnie could be retrieved.